Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, active blade broke off and dropped into patient abdominal cavity. The active jaw was retrieved. Risk and legal department have not released device to be tested yet